Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor: 01/26/2016. Belt: 09/29/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2021. Review of the patient's download data revealed that the patient received two appropriate treatments on the date of passing. The patient was in af at 110 bpm, degrading to vt at 240 bpm at approximately 10:44:32 on (B)(6) 2021. The patient received the first appropriate treatment at 10:45:06. The patient's rhythm at the time of treatment was vt at 240 bpm. The patient's post-shock rhythm was sinus rhythm at 60 bpm. The patient's rhythm transitioned to vt at 240 bpm at approximately 10:46:56 before degrading to vf. The patient received the second appropriate treatment at 10:48:43. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:15:21 the patient was in an idioventricular rhythm at 20 bpm. The patient's rhythm then degraded to asystole until the electrode belt disconnection at 11:15:51. It was not reported who disconnected the electrode belt.